Event description:
A pt reportedly obtained back to back (successive) blood glucose readings of 153mg/dl and 79mg/dl on pts' ss meter. Samples were taken from the same finger. No symptoms were reported. Pt reported not having control solution. Control solution sent to pt. Pt was advised to use different fingers when performing back to back testing. No allegations of harm have been done.